Event description:
Procedure type: low anterior resection. According to the reporter: four patients developed post-operative bowel leaks. Some of the patients required a second procedure to repair the leak. Some patients needed the leak repaired with sutures. Some of the patients may have received radiation treatments for cancer before and/or after surgery. No further information has been disclosed by the user facility and medical professional.